Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, all measurements were noted to be appropriate. However, after removing the stylet, the lead exhibited loss of capture (loc), noise and high out of range pacing impedance measurements greater than 2,000 ohms. An attempt was made to reposition the lead, however, the helix would not retract after greater than 30 turns. The lead was unable to be removed and was surgically abandoned and replaced. A new rv lead was successfully implanted. No adverse patient effects were reported.